Manufacturer narrative:
The device is not being returned to baxter technical services for evaluation. The device was repaired on-site. The cause of the fail code was due to a defective pump-head module. The pump-head module was replaced.

Event description:
International complaint received complaint coordinator. The facility reported that they encountered fail code 804:29 on channel "b" on their colleague volumetric infusion pump. The customer reported that the incident occurred during a blood pressure stabilization maneuver and that the pt required medical intervention to avoid injury due to the sudden stopping of the infusion. The pump was infusing levophed on a triple channel on line "b". When the pump failed the pt's pressure fluctuated, a bolus dose was given to the pt to stabilize the blood pressure. The pt's pressure returned immediately to a normal range and no other effects were noted.